Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. Complainant reports that there was no injury or medical treatment initiated as a result of this incident. The catheter eventually fell out on its own. No serious injury resulted and no medical treatment was provided. A final quality eval was performed on (B)(4) 2014. Product showed no sign of material degradation or discoloration. No sign of visual defect could be observed. It was observed that the inflation lumen inside the balloon has collapsed. It was observed the latex above the inflation lumen has been stretched. An analysis on the returned samples provided was tested and did not perform to our requirement. However, this complaint issue has been investigated previously to address the confirmed complaint and documented in the CAPA system. No add'l event/pt details have been provided to date. Should add'l info become available a f/u report will be submitted.

Event description:
Complaint reported balloon deflation.